Manufacturer narrative:
No prod is being returned for eval.

Event description:
During a shoulder repair the anchor broke. The surgeon used the 2.69 drill in the pt who had good bone quality. The anchors were removed; a 20 min delay resulted. Add'l bioraptors were used to complete the repair.